Manufacturer narrative:
Tandem's user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 21 mg/dl. Reportedly, the cause of low bg was due to the customer continuing to deliver boluses to lower bg to target range and bg eventually lowered to 21 mg/dl. An ambulance was called to treat customer's bg. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information was provided.